Event description:
A follow up call was made and the customer reported that his blood glucose dropped while being in the office and the ambulance was called. By the time the paramedics arrived the customer drank a coke and no treatment was necessary. Troubleshooting was declined as customer stated that everything has been working fine. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.